Manufacturer narrative:
Follow-up # 2 ¿ (05/28/2014).the patient¿s meter has been returned on 4/11/2014 and evaluated by lifescan product analysis on 5/20/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based the customer service representative (csr) documentation. The patient reported that 3-4 weeks prior to contacting lfs, he obtained blood glucose readings of ¿11.5 mmol/l¿ with the subject meter and ¿8.4 mmol/l¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lfs¿ accuracy criteria. The patient informed the csr that he manages his diabetes with insulin (self-adjuster); however, denied taking any action regarding his usual diabetes management regimen in response to the alleged inaccurate high result. The patient denied developing symptoms, but mentioned treating himself with unknown amount of insulin at the time the alleged meter inaccuracy occurred. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition after obtaining alleged inaccurate high reading. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 1 ¿ (05/13/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.